Manufacturer narrative:
Complaint of loss of live video (black display) could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained constant throughout when performing with rf wand at high rf output. All functions perform as expected. No problem found.

Event description:
It was reported the camera head non-ac (B)(4) went black during a procedure. A back up device was utilized to complete the procedure. No patient injury or complications were reported.